Event description:
It has been reported to philips that system would shut down in the middle of a study and once rebooting it still would not work. The system use at the time of event was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a planned non-emergency treatment and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray screen froze in the middle of the procedure. Analysis of the system log file showed no errors. During troubleshooting, the fse found that the pc didn't shut down properly on the first reboot. The fse performed power on for pc hardware. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.